Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 372 mg/dl with abdominal pain, polyuria, polydipsia and nausea associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient self-treated with insulin via injection and a site change. During troubleshooting with customer technical support, it was revealed that the user was not using the cartridge per its instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.